Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v868869, implanted: (B)(6) 2012, product type: lead. Concomitant rx medications include: atorvastatin, ondansetron, metoclopramide, losaratan, thyroxine, toviaz, linzess, movantik, hydr ocodone, and protonix. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the user facility that the healthcare professional (hcp) was unable to place wires on both sides of the sacral area because the shape of the patient's coccyx made it difficult; only the right side was used. The patient was informed that normally they are placed on both sides to get a better results. It was indicated that after trying to adjust the settings over 10 months, the hcp offered to move to try to move the lead to the left side to help relieve the patient's symptoms. A few months after the lead was revised, the patient started to experience severe pain in the coccyx area. There was no fall associated with this event. After the patient saw the hcp in 2013, x-rays were taken that indicated the leads were in the proper place. In a follow-up appointment, the patient requested the implant be removed, and a surgery was scheduled in 2013. The hcp didn't think the pain would go away because they didn't think the implant was the cause of the pain. It was confirmed that the pain did not go away. A CT scan and MRI were done, but no other cause for the pain could be found. The hcp then indicated that they had no doubt that the pain came from the implant. It was noted that after 3 years, visits to several hcps, 15 pain management surgeries, over 100 office visits, physical therapy, chiropractic treatments, acupuncture, back brace, and pain/nerve medications, the patient was still in pain. The patient mentioned that they were unable to work because sitting for any length of time was very painful. It was indicated that the patient need a sleep number bed, and sometimes needed to use a lift chair or ask someone to help them get up. Standing from a seated position was very painful for the patient, and traveling in a car was nearly impossible. The patient had to lay in the back of a van on a mattress to travel. It was mentioned that the patient had to get a copy of their medical file and their hcp wrote a letter to their employer to excuse them from work, stating that the patient had chronic coccyx pain which was secondary from the implant. It was stated that the patient would unlikely be able to return to work. Concomitant rx medications include: atorvastatin, ondansetron, metoclopramide, losaratan, thyroxine, toviaz, linzess, movantik, hydrocodone, and protonix.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.